Manufacturer narrative:
Device evaluation was completed on january 07, 2026. No damage to exterior of device. As original user supplies were not provided, a good reference cartridge connector was inserted into the device's drug chamber, it was able to fully twist and lock with no issues. The drug chamber was inspected, and no foreign debris was found. The device operated as intended and no faults were identified.

Event description:
It was reported that the ilet pump¿s connector would not twist, lock, or secure the cartridge in the insulin chamber, resulting in inability to insert or retain the cartridge and making the pump inoperable after multiple rewinds and attempts with several connectors. Customer care provided support that included technical troubleshooting and education over the phone and review of provided photos. Investigation of this case revealed a mechanical connection failure at the pump connector-to-cartridge interface that prevented proper engagement. No clinical symptoms reported. Outcomes included transition to backup therapy without medical intervention. It was concluded that the device experienced a connector malfunction that rendered the pump unable to operate and replacement was arranged and warranted.